Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading was 276 mg/dl. Customer stated that she wakes up with high blood glucose for the past five days. Customer stated that the insulin pump is not working. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.